Manufacturer narrative:
The analysis did not reveal any sign of a material or manufacturing problem. Particularly with regard to the increased threshold mentioned in the complaint the analysis did not reveal any sign of deviation from the specification.

Event description:
This lead was removed due to increasing threshold values per the oos. The lead was exchanged with a linox td.